Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A (B)(6) advia centaur xp hbsag result was obtained for a pt sample. Confirmatory testing was run on the pt sample using the advia centaur xp confirmatory assay and the result was invalid. The pt sample was re-run for (B)(6) and the result was (B)(6). Confirmatory testing was rerun and the result was invalid. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.